Event description:
Patient had silicone implants placed in 1976. In 1981, silicone implants were replaced with double lumen 290cc saline implants. Over years, patient noted gradual decrease in size with distortion in shape on left breast (capsular contraction).invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, unanticipated adverse reaction - long term. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.